Event description:
Baxter corporate product surveillance (cps) was notified of a customer report stating a clearlnk system y-type cath set/male luer lock adapter had become detached from an unknown extension set of the hep lock and there was bleeding from the patient. Per the nurse, there was no significant blood loss reported. The unknown patient did have blood back up in the tubing, however, the nurse was right by the patient when she noticed the blood backing up so she was able to clamp the tubing. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the reported condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.